Manufacturer narrative:
Patient identifier and weight not provided for reporting. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested and is currently pending completion. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device was used in surgery for humerus diaphysis fracture on (B)(6) 2018. In order to fix a va-lcp dhp plate, the surgeon started drilling with the drill bit in question. Although the drilling was performed at a variable angle with the help of va-lcp drill sleeve, the drill bit made contact with a screw fixed on the plate. When the surgeon tried to change the angle of the drill bit, the drill bit broke. The surgery was extended for 10 minutes. No fragments remained in the patient¿s body. There was no adverse consequence to the patient. Concomitant part: 1x drill sleeve part. No 03.211.002, 1x unknown screw, 1x unknown plate. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 323.062. Synthes lot number: l550976. Release to warehouse date: 07.sep.2017. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the drill bit was found broken at the tip as complained therefore this complaint was rated as confirmed. The broken fragment was received as well. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This drill bit was released in faultless condition. For details, please see appropriate section device history. The used raw material could be identified as 440a. Measured hardness during manufacturing procedure confirms that all results are within specified range 52 +3/0 hrc, result: min. 53.8 hrc ¿ max. 54.2 hrc. Therefore, we can confirm material quality of the broken part. Measured dimension d1 of the shaft near the breakage shows conformity as well: measuring tool: 3-01-19309, tolerance 2.00mm 0/-0.03mm, result: 1.98mm = pass. It is also visible that the cutting edges are badly damaged as result of multiple use. Due to those damaged / blunt cutting edges, exceeded mechanical force was applied during use what finally led to the breakage of the device. Corrected data: facility name. No manufacturing related issue could be identified. Device was used for treatment, not diagnosis. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Corrected data: the correct date for previously submitted medwatch ((B)(4)) is (B)(6) 2018, as it was submitted with the incorrect date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.